Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer was giving opposite motions when the surgeon was controlling it on the console. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was analyzed by failure analysis and found the primary failure of failed intuitive motion be related to the customer reported complaint. The instrument exhibited imprecise motion when the master tool manipulators (mtm) were manipulated. A visual inspection found the snake wrist dislodged. The instrument was placed and driven an in-house system. The instrument passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. The instrument's grip tips were not moving intuitively, i.e. They were not following the mtm input command smoothly. Additional observation(s) related to customer reported complaint found the instrument to have a dislodged snake wrist at the distal end. It was observed that the snake wrist was dislodged from its normal position. As a result, the instrument had imprecise motion. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observation(s) related to customer reported complaint found that the instrument failed mechanical engagement. Review of the logs found 2 engagement failures. Two 22020 errors "installed vessel sealer extended failed to engage on usm2 (wrist pitch axis failed to engage) were found."